Event description:
It was reported the patient not having therapeutic effect. The patient stated, since her implant in 2007 she really hasn't had any therapeutic effect. Back in 2009, she had a lead revision which helped for about 1 month with her symptoms. She then tried botox which again helped for about 1 month. Patient stated, she did have a trial and thought maybe she had a 50% reduction in her symptoms at that time but thought it may have been wishful thinking. Her symptoms were probably even a little worse then they were prior to the implant. The patient also stated, her settings were high, around 6v and she really doesn't feel any stimulation sensation. Troubleshooting was limited due to lack of access to product and patient. Patient was at work at the time of the call and stated she would call back when she had access and time to troubleshoot. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v062914, serial# implanted: 2007 (B)(6), explanted: product typ lead product ID 3037 lot#, serial# (B)(4) implanted: 2007 (B)(6), explanted: product typ programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient lost relief a few months ago, and lost stimulation sensation around that time. Ins depletion was suspected, but not confirmed. The patient was unable to adjust stimulation, and was given a new programmer to try.